Event description:
It was reported that the pump battery would not charge despite using different charging methods. The caller confirmed that their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.